Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed motor error and does not believe that it is giving insulin. Customer stated that they changed out the infusion set and when they checked their blood glucose readings again they were up to 400 mg/dl. During troubleshooting the drive support cap was noted to be flush. Customer was advised to revert to a back up plan and the insulin pump is being replaced. Customer's blood glucose reading at the time of the call was noted to be 340 mg/dl.

Manufacturer narrative:
The insulin pump received with operating currents within specification. The insulin pump passed self test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and motor test. No motor error alarms noted. The drive support disk was inspected and no anomaly was noted. The insulin pump received with cracked case at display window corners, case at reservoir tube window corners and battery tube threads. The insulin pump received with minor scratches on lcd window.